Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: additional information: as the death was not reported until after the device has been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no system errors, anomalies, hardware device failures or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported death. Review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.